Event description:
On (B)(4) 2012, a spontaneous report was received from a company rep via email regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous injection of restylane with no problems (on unk dates; reported as "many times"). The pt skin type and concomitant medications were not reported. The pt received an injection of restylane (volume injected and syringe size not reported) on (B)(6) 2012 to an unspecified site. Pre-procedure medications and additional procedures performed at the time of the implantation were not reported. On an unspecified date in (B)(6) 2012, the first week after the implantation, the pt's face began to swell; the injection site was very red, hard and painful to touch. On an unspecified date in (B)(6) 2012, the pt returned to the injecting facility and was told that it was inflamed. The pt was prescribed an unspecified antibiotic and an unspecified steroid. On an unspecified date in (B)(6) 2012 or (B)(6) 2012 (reported as "after the third week"), there was no change in the swelling, bruising, and pain. On (B)(6) 2012 (reported as "yesterday", as of the date of the report), the pt was evaluated by her family physician and told that it was an abscess. The family physician drained the abscess, took a culture, and prescribed more antibiotic. The pt stated that the infection had travelled to her sinus cavity. As of (B)(6) 2012, the pt had been on antibiotics for 1 month and she was worried that her face might need other services to correct "this error." The lot number and expiration date were not reported. On (B)(4) 2012, add'l info was received from the pt. The events of implant site pruritus, sensation of pressure, implant site warmth, and purulent discharge were added. The pt was identified as an (B)(6) female. Medical history included previous injections with restylane, botox (onabotulinumtoxina) and radiesse (synthetic calcium hydroxylapatite dermal filler) without problems (on unk dates; reported as "in the past"); medical history was otherwise reported as "none." The pt's skin type was reported as "(B)(6)". The pt was not taking any concomitant medications. The pt received a "1 syringe" injection of restylane (volume injected and syringe size unk) on (B)(6) 2012 distributed to the cheeks, nasal area, and "a dot" on the chin via an unk injection technique. The pt confirmed that there was no lidocaine in the product. Pre-procedure medications included an unspecified numbing cream. Additional procedures performed at time of implantation included botox to the bilateral jaw. On (B)(6) 2012, immediately after the implantation, the pt experienced soreness on the left side (which was the side that was treated first). On an unspecified date in (B)(6) 2012 (reported as "after the first week"), the pt experienced itching, a lot of pressure in the left cheek area ("like the abscess was trying to get out"), her face began to swell, the injection site was very red, hard, and painful to touch, the treated area was very sore (especially on the left side), it was inflamed, there was an abscess, and the infection had travelled to her sinus cavity. On an unspecified date in (B)(6) 2012 (reported as "during week 2"), the pt was evaluated by a nurse practitioner at the injecting clinic and prescribed an unspecified antibiotic and an unspecified steroid. On an unspecified date in (B)(6) 2012 (reported as "in the second to third week"), the pt experienced bruising that looked like a huge pimple under the skin; it was hot to the touch and "hard as a brick." On an unspecified date in (B)(6) 2012 (reported as "during week 3"), the pt was evaluated by a different nurse practitioner at the injecting clinic, but no info was provided. On an unspecified date in (B)(6) 2012 (reported as "last week" from the time of the report), the pt was evaluated by the injecting physician and was told to use cortaid (hydrocortisone) for the itching, which did not help, and warm compresses. On (B)(6) 2012, the pt was evaluated by her family practice physician and was told that she had an abscess on the left cheek. The family practice physician drained the left cheek of pus and obtained a culture. The pt was prescribed an unspecified "sulfur antibiotic." On an unspecified date in (B)(6) 2012, the itching, soreness, and pressure in the left cheek area had improved since it was drained by the family practice physician. On (B)(6) 2012, the family practice physician evaluated the pt and stated to the pt that things would be "fine." The family practice physician believed that the infection could have pushed the restylane up under the left eyelid, as there was a "hard ridge" just under the left eyelid. The family practice physician also believed that the needle used to perform the procedure may have been contaminated or that the skin was not properly cleansed of make-up prior to performing the procedure. As of (B)(6) 2012, the results of the left cheek abscess culture obtained on (B)(6) 2012, were not received and the pt intended to schedule a follow-up appointment with the family practice physician as soon as the culture results were received; the events were ongoing and improved, with the exception of the infection that had travelled to the sinus cavity (which was unk to the pt). The lot number and expiration date for restylane were unk. On (B)(4) 2012, add'l info was received from a nurse practitioner from the injecting clinic. Based on the info received the event of implant site irritation was added and the product was confirmed as perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine), not restylane as was previously reported. The pt received an injection of perlane-l (volume injected unk) from a 1 ml syringe on (B)(6) 2012 to the cheeks and around the jaw line (previously reported as "to the cheeks, nasal area, and a dot on the chin") via an unk injection technique. On (B)(6) 2012, the pt was evaluated and keflex (cephalexin) 250 mg three times daily was started. On (B)(6) 2012, the pt was evaluated; the antibiotic was switched to cipro (ciprofloxacin) 500 mg twice daily and a medrol dosepak (methylprednisolone) was started. On (B)(6) 2012, the pt was evaluated. All of the events were ongoing. An unspecified topical steroid cream, thought to be hydrocortisone cream, was ordered and the pt was instructed to warm pack the area. On (B)(6) 2012, the pt was seen by her primary care physician who drained and cultured an unspecified area; the pt's antibiotic was changed to septra ds (sulfamethoxazole and trimethoprim) and warm compresses were encouraged. As of (B)(6) 2012, the injecting clinic staff had not seen the pt since her last visit on (B)(6) 2012. The results of the culture obtained by the pt's primary care physician were unk. The clinic staff had a phone call out to the pt, but the pt had not yet returned their call. No future follow-up with the pt had been planned. The nurse practitioner's opinion of causality was that she assumed that the perlane-l treatment caused the reported events, adding that the pt had also massaged her cheek which was irritated, and she didn't know if that was a contributing factor or not. The nurse practitioner assessed the severity of the events as severe. The lot number and expiration date for perlane-l were 11240 and june 2013.

Manufacturer narrative:
Company comment: the pt additionally received botox, therefore, unable to assess the events to treatment.